Manufacturer narrative:
A field service engineer (fse) was dispatched. He found the cause of the leak was related to the probe rinse block which was out of alignment. The fse adjusted the travel of the probe rinse block to resolve the leak. Upon recur; the failure mode identified for the leak is likely to generate erroneous cbc and differential results because of carryover due to incomplete rinsing of the probe after sample aspiration. (B)(4).

Event description:
The customer reported a clear liquid, blood and waste leak on the lh500 instrument while backwashing the manual probe. The volume of the leak was reported as approximately 10 ml and the leak was not contained. There was no biohazard exposure to open wounds or mucous membranes and no erroneous results were generated.